Manufacturer narrative:
An event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for this lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient had a head/ liner swap for infection of the right hip. Stryker head, zimmer liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a head/ liner swap for infection of the right hip. Stryker head, zimmer liner.